Event description:
Additional information received indicates that the patient was unable to set their ipg to MRI mode due to the high impedances.

Event description:
Related manufacturer reference number: 3006705815-2023-02179. It was reported that the patient's system is auto-reducing as a result of high impedances found in both leads following trauma. Surgical intervention may be pending to address the issue.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.